Manufacturer narrative:
Spatz received images of the deflated balloon where it is clear that a deflation occurred due to fungus growth. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.

Event description:
The patient had been undergoing weight-loss treatment with an adjustable gastric balloon for 8 months. She developed abdominal pain, nausea, vomiting, and abdominal distension. After 24 hours, she reported hearing a noise that she believed was the balloon rupturing. A few hours later, she noticed blue discoloration of her urine. A new balloon was subsequently placed.